Event description:
It was reported a patient presented in clinic with oversensing noise on their atrial lead. Extra cardiac stimulation and inappropriate mode switch was also noted. The atrial lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.